Manufacturer narrative:
Analysis of programming history.

Event description:
During review of the vns patient's programming history on (B)(6) 2012 it was discovered that two faulted system diagnostics tests occurred which changed the patient's settings on two different dates. On (B)(6) 2008 a faulted system diagnostics test occurred and no final interrogation was performed. The patient then presented at the next visit on (B)(6) 2008 with the incorrect settings of output=0ma/frequency=20hz/pulse width=500usec/on time=30sec/off time=60min/magnet output=0ma/magnet pulse width=500usec/magnet on time=30sec. The patient was then reprogrammed to the desired settings. A few months later on (B)(6) 2008 another faulted system diagnostics test occurred, again with no final interrogation. On the patient's next visit on (B)(6) 2008 the patient was found at the incorrect settings of output=1ma/frequency=20hz/pulse width=500usec/on time=30sec/off time=60min/magnet output=1ma/magnet pulse width=500usec/magnet on time=30sec. The patient was again reprogrammed to the correct settings. No patient harm has been reported to have occurred due to these settings changes.